Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The patient stated that he was trying to bolus all day but every time he did, the pump emitted an alarm and the bolus was cancelled due to user presses even though the patient states he was not touching any buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump¿s black box revealed cancelled blouses due to button presses on the date of the reported issue. There was no damage found to the keypad. All buttons responded to presses appropriately. The boluses performed successfully during testing. The keypad was removed and there was no damage found to the button contacts.